Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected no delivery alarm noted. No cosmetic damage noted.

Event description:
Customer reported that the insulin pump has been returning no delivery alarms for the last two weeks. Customer experienced a blood glucose level of 452 mg/dl and was advised to go to the emergency room by her health care provider. Customer was at the hospital waiting for treatment at the time of the call. During troubleshooting, customer received additional no delivery alarms. No further information was provided.